Event description:
Reporter noted that the cutting mode on the vitrectomy probe was not working at the beginning during set up. The probes were switched out and still did not work. There were no error messages or popups. The surgeon finished the procedure using scissors to complete the vitrectomy. The system was used the next day, and the probe worked. There was no pt injury associated with this event.